Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the heat seal on the pouch had delaminated. Testing was performed on the event unit, which confirmed that the sterile barrier had been compromised. Based on the condition of the returned unit, it is likely that the reported event was caused by rough handling during the boxing, shipping, and/or handling processes. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: na (receiving inspection). Detailed description of event: cer 1 of 3: 2019-002370 - c8304 lot# 1358751 - bug in pouch - 1 pouch cer 2 of 3: 2019-002386 - c8402 lot# 1358548 - imperfect heat seal - 1 pouch cer 3 of 3: 2019-002463 - g6313 lot# 1358693 - torn sheath - 1 pouch the product did not pass the incoming inspection of po#19-10app because of bug. Details are shown on the attached file. Additional information received via email on 30sep2019 from applied medical director packaging: "packaging will need a cer for item 10 (imperfect heat seal)." Patient status: na (incoming inspection). Type of intervention: na.

Manufacturer narrative:
The event returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (receiving inspection). Detailed description of event: cer 1 of 3: (B)(4) - c8304 lot# 1358751 - bug in pouch - 1 pouch. Cer 2 of 3: (B)(4) - c8402 lot# 1358548 - imperfect heat seal - 1 pouch. Cer 3 of 3: (B)(4) - g6313 lot# 1358693 - torn sheath - 1 pouch. The product did not pass the incoming inspection of po#19-10app because of bug. Details are shown on the attached file. Additional information received via email on 30sep2019 from applied medical director packaging: "packaging will need a cer for item 10 (imperfect heat seal)." Patient status: na (incoming inspection). Type of intervention: na.